Event description:
The patient was in the process of getting a bi-ventricular ICD implant. The attain starfix left ventricular (lv) lead became caught on itself in the coronary sinus and appeared on x-ray to be knotted. The physician was unable to get lead untangled in the coronary sinus or right atrium so the lead and hockey stick guide were pulled back into and through the left subclavian 9 french sheath without harm or injury to the patient.